Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. The instrument firing knobs were retracted, and the articulation lever was in neutral position. The instrument was successfully loaded with a single use loading unit (sulu). During the firing cycle, a skip was audible in the firing stroke and an access hole was cut into the instrument body for visualization of the firing rack. This issue can occur in firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, by placing the stapler at the appendix base tissue of the cecum, the user opened the device jaws to place the stapler closer to the tissue. The user closed again. The jaws of the reload seemed to be open and was not closed completely. The surgeon decided to open the same handle and change to a second reload to resolve the issue. There was no patient injury.